Manufacturer narrative:
The pump passed basic occlusion test and displacement test. There was no motor error alarms noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched display window, and with stained end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 334 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.